Event description:
During ercp(endoscopic retrograde cholangiopancreatography) elevator in scope malfunctioned. Sphincterotomy and release of stones was accomplished, but md (medical doctor) was unable to complete placing stent due to malfunction of scope. Scope was on loan from an instrument vendor, they were notified and the scope will be returned to them.